Event description:
It was reported the screen is going black during procedures, potentially indicating a loss of image. There was no report of adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The catalog number is not known at this time; therefore, the gtin, 510k and device manufacturer date are unknown. Should this information become available it will be provided in future reports.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: screen goes black. Probable root cause: ¿ environmental conditions. ¿ shielding design. ¿ transformer design. ¿ use error. Serial number is unknown; therefore, manufacture date can not be confirmed. The reported failure mode will be monitored for future reoccurrence h3 other text : 81.

Event description:
It was reported the screen is going black during procedures, potentially indicating a loss of image. There was no report of adverse consequences.